Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a battery out limit alarm as they were about to test for no delivery alarms. Customer's blood glucose level was 6.3 mmol/l. Customer stated that the pump alarmed during normal use. It was explained that a battery out limit alarm during normal use may indicate a loose battery cap. There was no damage to the pump around the battery cap. Customer put in a new battery and the pump turned back on. Customer had to reset time/date. Customer also had to remove the reservoir and rewind the pump. Customer will be sent a replacement battery cap. Customer was advised to monitor the pump. No further assistance needed.